Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). The patient's information was updated. No further complications reported.

Manufacturer narrative:
Product analysis #241375531: analysis information -- 2019-03-27 12:11:56 cst pli# 20 product ID# 977a260 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Analysis of the lead serial# (B)(4) found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory; product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the healthcare provider (hcp) was attempting to place a lead after a trial. The hcp attempted to bend the stylet outside of the lead and then couldn't reinsert it fully- it would only go to about the last one and a half inches. The hcp was pushing pretty hard on at least one of the leads. The case was aborted and the hcp tried three leads. No symptoms or further complications reported.